Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed and deduced to be due to neuromagnetic imaging (nmi) interference of unknown cause. Interrogation of the device revealed normal trends based on the device usage and the device was above elective replacement indicator (eri) when received.

Event description:
New information received stated that the pulse generator was explanted and replaced without any complication. The patient was asymptomatic and stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker was found to be in backup vvi. Device replacement was discussed and not performed. The patient was stable throughout.